Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01531. Related manufacturer reference number: 1627487-2020-03522; 1627487-2020-03523; 1627487-2020-03525. It was reported that the patient experienced an infection at the ipg site and lead track. As a result, the patient underwent surgical intervention wherein the scs system was explanted in turn, the patient was prescribed oral antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional follow-up indicates the infection has resolved.